Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line disconnected from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical services representative (tsr) explaining the alarm to the home patient (hp) and assisted with troubleshooting the alarm. The hp then revealed that while in the initial drain, her patient line disconnected and caused the se 2240 alarm, ending the therapy. The tsr advised the hp to report the alarms to the peritoneal dialysis (pd) nurse the following morning. The hp would finish that night's therapy using manual supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp on (B)(6) 2010 regarding the alarm, it was revealed that her doctor wanted a sample, so she was getting some fluid from the drain line. The hp stated that she did not get disconnected at anytime. The hp notified the doctor of the alarm. Per the hp, she did not need medical attention after the alarm. The hp stated she started over with new supplies and resumed therapy without any problems. No patient injury or medical intervention was reported.